Event description:
During a treatment procedure stent deployment difficulties occurred. The thumbwheel of a 10x40x75mm epic vascular stent did not rotate smoothly during deployment. Two thirds of the stent deployed using the thumb wheel. The physician the attempted rotating the thumb wheel with two hands; however, the thumb wheel would not rotate. The physician removed the epic vascular stent delivery system and then the epic stent deployed completely in the intended location. The procedure was completed with this device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the epic stent delivery system (sds) was received and there was blood in the space between the inner and outer shaft. The pull grip was completely pulled back. The stent was not returned. The inner shaft was kinked 5.3 cm from the tip. There was no other damage. The reported deployment difficulty could not be confirmed. There was no evidence of any product quality deficiencies contributing to the confirmed damage and reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
During a treatment procedure stent deployment difficulties occurred. The thumbwheel of a 10x40x75mm epic vascular stent did not rotate smoothly during deployment. Two thirds of the stent deployed using the thumb wheel. The physician the attempted rotating the thumb wheel with two hands; however, the thumb wheel would not rotate. The physician removed the epic vascular stent delivery system and then the epic stent deployed completely in the intended location. The procedure was completed with this device. No patient complications were reported and the patient's status is good.